Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation surgery with implantation of a 375cc mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient observed bilateral rippling of her breast implants on the sides towards her armpits. As a result, the patient underwent removal and replacement with 500cc mentor memorygel breast implants on (B)(6) 2022. Refer to manufacturing report number 1645337-2022-06341 for the contralateral event.

Manufacturer narrative:
On june 10, 2022, mentor completed an evaluation on a photo of the suspect device. Upon visual evaluation of the image provided in the complaint. No apparent damage or visual anomalies were observed. On (B)(6) 2022, mentor was notified of the patient's ethnicity. The appropriate fields have been populated. Manufacturer¿s reference number: (B)(4).